Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead, the ECG data file was provide for review. The clinical review of the file found that the first two segments were chaotic unorganized rhythms that recorded a rate greater than 150 bpm, which the algorithm determined as ventricular fibrillation (shockable). There also appeared to be some fluctuating interference recorded within the pads impedance waveform. The cause of the fluctuations could not be determined, but there may have been some interference that occurred during the analysis. This could have contributed to the rhythms unorganized morphology. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.